Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that an interlink catheter extension set¿s connection between the injection site and female luer was broken during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection revealed that the injection site was separated from the female luer lock adapter. The stem of the injection site was broken and remained bonded inside the female luer lock adapter. The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.